Event description:
It was reported that following a protegen sling implant, the pt experienced pelvic pain, retention and malaise. The sling was removed in 1999. The device was not returned for evaluation.